Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient was going to change their setting on their implant and when they connected to their settings it had been on a different program than from what it had been on when they were implanted a week ago. The patient stated they didn't recall touching the program button to change anything and wanted to know if that could happen. Patient services reviewed it would not be expected for the programs to change on their own but that they could check with their managing health care provider (hcp) to see if they had a record of what settings the patient initially had. The patient stated they had wanted to increase the intensity because they weren't receiving a 50% reduction in their symptoms and that their symptoms weren't any better today than from before they got the implant. Patient services asked the patient if the patient meant that since implant, it hadn't helped for the patient's symptoms and the patient simply replied "not right now, it's not. No." The patient stated that they had already increased the stimulation on their current program to where they could feel it comfortably in the bike-seat region and asked if they should go back to the previous program. Patient services explained therapy and stimulation expectations with the patient, advised the patient to keep a record of the setting they were on now and consult with their hcp. The patient was going to monitor their symptoms since they had just made a change and reach out to their hcp about their symptom and program concern.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.